Event description:
This is filed to report clip opened while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. The first clip was implanted with no reported issue. After deployment of the second clip, the clip opened about 20% and there was an increase in the mr. No additional clips were implanted and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was discarded and not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).